Event description:
When testing the device which belongs to physician in private practice, the bio-engineer stated he turned on the unit, then experienced a loss of consciousness. Engineer stated his cardiac pacemaker stopped and then restarted. No repairs or tests were completed. Physician had experienced failure of device earlier during same day. Engineer's pacemaker was evaluated after incident. The device has been returned to owner.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: other. Service records not available.imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: electrical problem, labeling - incomplete, unanticipated adverse reaction - short term. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.